Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 10.56 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate.